Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was getting a no delivery alarm on the insulin pump. Customer stated that it randomly happens but not all the time. Customer's last blood glucose was 400 mg/dl. Customer did a manual injection. Customer stated that she is at work and does not have everything needed to troubleshoot. Customer was not currently wearing the pump at the time of the call.